Event description:
Procedure type: low anterior resection. According to the reporter: the eea28 was fired. When opening the stapler the anvil popped off. They retrieved the anvil and had to fire another eea. Tissue loss since they had to fire another stapler. To correct this condition another eea stapler was opened. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).